Manufacturer narrative:
The following elements have blank data.

Event description:
We were using a neptune suction machine during a case. When we turned it on it appeared to be working appropriately. During the case the patient began to bleed excessively and it became an emergent situation. The suction was too low and we were unable to turn up the power because the knob was broken. We quickly changed out the machines. The second neptune worked well and we were able to clear the abdomen. Unfortunately, on the second machine we were unable to record volume. The screen read "volume disabled". The surgeon estimated the blood loss at 1 liter.